Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely fluid invaded the scope connector during handling of the device by the user. The fluid invasion caused abnormality of electronic component, as a result, error message e315 was displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced a e315 scope communication error. The event occurred during preparation for use. There was no delay in procedure. The procedure was completed using a similar scope. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: there was a no image was present when the endoscope was connected and switched on. Error code e315 was displayed on the screen, the plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid / moisture. There is evidence of fluid ingress within the plug body. There was no confirmation on how the fluid entered the scope, however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The likely cause is user handling. Additionally, the following findings were also identified, and are as follows: the light cover glasses were chipped. The adhesive on the glasses was worn. The optical cover glass was chipped. The distal end adhesive was worn. The insertion tube had minor marks. The light guide tube had minor delamination. The plug body probe unit was loose. The suction connector had excessive fluid ingress. Angulation in the right direction was out of specification. The electrical safety test failed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.